Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/delivery and displacement test. Pump received with stuck motor error alarm loop during bolus delivery, the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm and was not able to clear. Customer's blood glucose was 126 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process and was taken back to rewind again. Customer was advised that insulin pump would need to be replaced.